Event description:
The device has not worked as advertised/intended since the procedure of implantation (B)(6) 2015. The device was supposed to relieve chronic pain in three areas of the body, the back, left and right leg. The only area that relieved pain temporarily was the left leg. The internal stimulator will not recharge. Any movement shuts off attempts to recharge. The antenna must be tilted to make connection with internal stimulator. Several visits with medtronic personnel to correct the problem was not successful. Have complained to several levels of medtronic personnel with no results.